Event description:
Report received from the baxter-spain states "they connected the infusor on monday morning and on wednesday the patient called them because the infusor was empty." Report indicates device contained 60mg cloruro morfico, 15mg haloperidol, 30mg midazolan, and ns for a total volume of 120ml. Additional information received from the baxter-spain states the actual infusion time was "about 48 hours" versus the expected 72 hours. Reporter states no patient injury resulted from reported condition.